Event description:
The user facility reported that during a patient procedure, two padlock clip defect closure systems failed to deploy. Facility personnel utilized argon plasma coagulation (apc) to complete the procedure resulting in a procedure delay. The procedure was completed successfully. No report of injury.

Manufacturer narrative:
The padlock clip defect closure systems were returned to steris endoscopy for evaluation. The evaluation indicated that both devices had kinks in the sheaths which may be indicative of the devices being utilized with over-articulated scopes. One of the devices had a partially deployed clip and the safety cable was broken off of the handle assembly. The other device was not returned with a clip and appeared to have been deployed. It is likely that customer handling contributed to the reported event. The instructions for use include the following statements, "check to ensure that the scope is inserted completely into the scope mounting feature of the delivery housing and that the housing isn't expanded. Too tight of a fit can expand the scope mounting feature making the pushing mechanism sluggish and allow the padlock clip® to get hung up on deployment, especially in retroflexion. Avoid bending the linking cable too aggressively or using a grasping/clamping device on the linking cable as it can create a "kink" and/or disable device function. Deploy padlock clip® by using a firm and rapid thrust of the thumb actuator while holding the control handle body." Steris endoscopy has offered in-service training on the proper use and operation of the padlock clip defect closure system; however, the user facility declined this offer. The device history records were reviewed, and no abnormalities were noted. There have been no other complaints associated with the lots subject of the reported event. No additional issues have been reported.